Event description:
It was reported that when the patient presented remotely via (B)(6) noise on a lead pace/sense vector was observed on stored electrograms. The device had previously been programmed to tachy therapies off for another reason. The patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.